Event description:
It was reported that the switch emitted sparks.

Manufacturer narrative:
It was reported that the switch emitted sparks. We examined the unit, activated the switch numerous times, tested the continuity, dismantled the unit and switch, and could find no product malfunction, or evidence of a prior malfunction. We concluded that we could find no defect with the product.